Event description:
Endopath ethicon endo surgical maryland dissector broke and fell into the abdominal cavity. Tip of laparoscopic maryland dissector broke during surgical endoscopic procedure. Radiology and fluoroscopy were utilized to find and retrieved dislodged piece of dissector successfully.